Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A 970 low impedance paces post atrial lead warning, which occurred on (B)(4)-2010.

Event description:
It was reported that the atrial lead experienced low and variable impedance. It was also reported that there was a concern regarding the ventricular lead due to short and irregular intervals observed in a ventricular high rate episode, and its impedance had decreased. An atrial high rate episode also showed noise on the leads. Both atrial and right ventricular leads remain in use. No patient complications have been reported as a result of this event.